Manufacturer narrative:
Concomitant medical products: product ID: 3037, product type: programmer, patient. Product ID: 3889-28, lot# va0ptn4, implanted: (B)(6) 2015, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was no stimulation sensation a day prior to the report. The patient did not feel like it was working and her daughter increased stim. The patient now felt the stim in her vagina and inquired if that was normal. The patient did not know about computers and her daughter would help her make an adjustment later. It was also reported that there was shooting pain about three weeks prior to the report and the patient was screaming/crying. Her daughter turned off the implant and the device was later re-adjusted by the manufacturing representative in may 2015. The implant helped the patient. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient had shooting pain at the implantable neurostimulator (ins) site on their left buttock following implant. The patient received the implant earlier today and the manufacturer representative told them that they had it set to the lowest setting 0.1v. The patient was doing fine, lied down, and when they got up they had shooting pains on the left side of the buttock. The patient did not know if they had a fever or redness at the site. The patient¿s daughter turned it off last night. The pain was severe and felt like a shocking and was very intense. The patient would put their hand over the ins and it would not do anything to stop the pain. The patient would have an appointment on (B)(6) 2015 and they told the patient to call the manufacturer. It was later reported that the patient had severe osteoarthritis and a previous coccyx fracture. The troubleshooting done to provide insight to the issue was a physical exam and the action taken to resolve the event was nsaids and time. The cause of the event was determined to be an osteoarthritis flare and it was not device related. The patient recovered without permanent impairment on (B)(6) 2015.